Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not working. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not working. The biomedical engineer (bme) evaluated the device and confirmed the issue. The bme completed touchscreen calibration and tested the device three times, but the issue remained after several minutes of use. The bme ultimately ordered and installed the replacement touchscreen for repair. Investigation is ongoing.

Manufacturer narrative:
The bme ultimately ordered and installed the replacement touchscreen for repair. Per good faith effort (gfe) response, the bme verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.